Manufacturer narrative:
(B)(4).

Event description:
It was reported that for the past six months the patient was being shocked when entering places with metal detectors, like the library and lowe¿s. It was noted that the patient left her stimulation on when she walked through those metal detectors. The patient had good therapy and impedance measurements were normal. It was also reported that in the last six months, when the patient checked her programmer, she would see the stimulation off when she had turned it back on. A longevity calculation was performed to estimate the battery life using settings of 1.4 v / 270 pw / 14 hz / 0-3+, results of eri (elective replacement indicator) = 3.36 years and eos (end of service) = 4.67 years. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported a new lead was required and placed on (B)(6)-2013. The healthcare provider (hcp) could not surgically get the old lead out so it was left in. It was noted the patient felt correct sensation.

Event description:
After further review, it was noted that the battery intermittently turns off and on.

Manufacturer narrative:
Concomitant products: product ID 3886, lot# l97834, implanted: (B)(6) 2001, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3886, lot# l97834, implanted: (B)(6) 2001, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).